Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed. Event of death was serious because it met criteria for seriousness (death). Usually critically ill patients receive ivtm therapy and mortality rate is high. Outcome death was related to the patient's clinical condition and not to ivtm therapy. Death was not related to the zoll device and procedure. The clinical outcome (death) was not related to the catheter issue. B2, date of death is unknown.

Event description:
A male patient underwent ivtm therapy for hypothermia after being resuscitated from cardiac arrest. The patient was on catecholamines, sedation, heparin, pantoprazole, and other standard intensive-care medications. A quattro catheter (lot # unknown) was smoothly inserted into the patient's right femoral vein in one attempt. The patient's body temperature at the start of the treatment was 37.5 °c, and the target temperature of the cooling phase was set at 33.0 °c on the max rate. After about 1 hour, when the patient's body temperature was 36.6 °c, the customer noted a slow patient cooling and that the pinwheel of the suk did not spin. The catheter was tested and the in and out luers of the catheter could not be flushed. In addition, the catheter was tested per the IFU and no external leaks were noted. The hypothermia therapy was not extended due to an exceedingly poor prognosis and a present living will that is legally binding, and as a result, the quattro catheter was not changed. The patient died due to illness, and per the customer, the patient's death was not related to the zoll catheter.

Manufacturer narrative:
The customer's complaint of slow patient cooling and that the pinwheel of the suk did not spin during the quattro catheter (lot#: 186708) use was confirmed during the visual and functional test of the returned catheter. A kink on the shaft was observed 10 cm away from the catheter tip. The exact timing and cause of the kink on the catheter cannot be determined, but user handling or insertion of the catheter cannot be ruled out. A visual inspection was performed and found the catheter shaft was kinked 10 cm away from the catheter tip. No other physical damage was observed. Functional testing of the returned catheter was performed. All infusion ports and lumens were flushed without resistance, except the in/out luered tubing due to the kink on the shaft. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi without any issues. No leak was found during testing. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that pass are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for the quattro catheter with lot number: 186708. Event of death was serious because it met criteria for seriousness (death). Usually critically ill patients receive ivtm therapy and mortality rate is high. Outcome death was related to the patient's clinical condition and not to ivtm therapy. Death was not related to the zoll device and procedure. The clinical outcome (death) was not related to the catheter issue. Correction: d1- brand name, d2a- common device name. Additional information: b5 and d4, lot# for catheter was updated.

Event description:
A male patient underwent ivtm therapy for hypothermia after being resuscitated from cardiac arrest. The patient was on catecholamines, sedation, heparin, pantoprazole, and other standard intensive-care medications. A quattro catheter (lot#: 186708) was smoothly inserted into the patient's right femoral vein in one attempt. The patient's body temperature at the start of the treatment was 37.5 °c, and the target temperature of the cooling phase was set at 33.0 °c on the max rate. After about 1 hour, when the patient's body temperature was 36.6 °c, the customer noted a slow patient cooling and that the pinwheel of the suk did not spin. The catheter was tested and the in and out luers of the catheter could not be flushed. In addition, the catheter was tested per the IFU and no external leaks were noted. The hypothermia therapy was not extended due to an exceedingly poor prognosis and a present living will that is legally binding, and as a result, the quattro catheter was not changed. The patient died due to illness, and per the customer, the patient's death was not related to the zoll catheter.